Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The caller indicated the speakers were not functional and were unable to troubleshoot since they were not at the hospital. The caller indicated they would notify clinical engineering of the issue since they were unable to troubleshoot at the device. The reported problem was not confirmed. The customer declined further support. The cause of the issue is unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that the speakers are not working. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.